Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed one sample could not be processed alarm. The first two results obtained by the customer were from an eppendorf tube. Per product labeling, "non-certified 13 mm false bottom tubes from other manufacturers may cause inaccurate sample pipetting, which may lead to incorrect results." Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with the use of non-standard sample cups.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial estradiol result in an eppendorf tube was 145 pg/ml. The sample was repeated in an eppendorf tube and the result was 43.23 pg/ml. The sample was repeated a second time in a hitachi cup and the result was 51.11 pg/ml. On (B)(6) 2023, the sample was tested again in a hitachi cup and the result was 50.97 pg/ml. The sample was repeated in a hitachi cup and the result was 48.26 pg/ml. The sample was repeated a second time in a hitachi cup and the result was 51.04 pg/ml. No questionable results were reported outside of the laboratory.